Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). After crossing the lesion with a 0.014 x 175 cm non-bsc guidewire, a 5.0 mm x 40 mm x 135 cm sterling balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 6 atmospheres and the lesion was not dilated sufficiently. On the second inflation, the balloon ruptured at 10 atmospheres. The procedure was completed with dilation of a 5 mm x 4 cm non-bsc balloon catheter and an implant of a 6 mm x 100 mm non-bsc stent. No patient complications were reported and the patient's status was good.